Event description:
During an evar procedure, the aorta was being measured using the measuring catheter when one of the gold bands came off the catheter and remained in the pt. An attempt was made to retrieve the band, however, it went into a small branch of the artery. The physician believed it would be more traumatic to the pt if they did an open procedure and a decision was made to leave the band where it was. The device portion remains in the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.